Manufacturer narrative:
Still unknown if the device return.

Event description:
The manufacturer was notified on (B)(6) 2016 a perceval valve size 23 was implanted on a patient. The intra-operative tee showed a perivalvular leak (defined mild). The surgeon reported that the reason of the perivalvular leak was related to a malpositioning of the device. The aorta was opened again and the perceval was explanted. A new perceval valve same size was implanted with good result. The x-clamp time added due te malpositioning of the first perceval valve and new perceval valve implant was 37 minutes.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. The valve was received and a gross examination was performed. A visual inspection was performed and the valve did not present any defect according to the current specifications. It was determined that the cause of the reported paravalvular leak was due to the malpositioning of the valve from surgeon error and not due to a quality issue with the valve. Corrected data: device availability, corrected data, initial MDR stated that device had not been returned when it was returned on 18 jul 2016.